Event description:
It was reported that the patient's doctor had programmed his basal rates on his infusion device incorrectly and the patient experienced a diabetic coma as a result. The patient was taken to the hospital by paramedics. The patient could not recall what treatment he received. After having the basal rates set correctly, the patient continued to use the infusion device with no further problems. No product was requested to returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.